Manufacturer narrative:
Siemens healthcare diagnostics has conducted investigations on hemoglobin interference with the dimension® df33a (crea) flex reagent cartridges. Investigations have determined that dimension® creatinine (crea) may produce depressed results up to 12.7% (or approximately 0.2 mg/dl [18 micromol/l]) for a creatinine result at 1.5 mg/dl [133 micromol/l] when hemolysis exceeds 300 mg/dl [0.19 mmol/l] of hemoglobin. Percent hemoglobin interference with dimension® crea is dependent on the creatinine concentration; at a creatinine concentration of 5.0 mg/dl [442 micromol/l], hemoglobin interference at concentrations up to a 1000 mg/dl [0.62 mmol/l] is < 10%. Alternately, with an approximate bias of 0.2 mg/dl [18 micromol/l]), the percent hemoglobin interference may be higher at low creatinine concentrations (< 0.8 mg/dl [< 71 micromol/l]). Depressed creatinine results due to hemolysis as described above would not be expected to significantly impact medical decisions when using this assay. However, siemens healthcare diagnostics is issuing an urgent medical device correction (us) and an urgent field safety notice (ous) dated july 2015 alerting customers that they should review their currently established procedure for reporting crea results for hemolyzed samples and update procedures as necessary for the revised interference information described in the communication.

Event description:
An account complained of falsely depressed creatinine (crea) results on a hemolyzed patient sample. It is unknown if patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed on the basis of the depressed crea result. There was no report of adverse health consequences as a result of the depressed crea result.

Manufacturer narrative:
Original MDR submitted: (B)(6) 2015. An urgent medical device correction (us) and an urgent field safety notice (ous) dated july 2015 was provided to all customers who received the affected lots to notify them of the following: siemens has confirmed that the dimension crea and dimension vista crea may produce falsely depressed results up to -12.7% and -22% respectively, for a creatinine concentration of 1.5 mg/dl when hemolysis exceeds 200 mg/dl and 300 mg/dl respectively. Customers were instructed to review the letter with their medical director. Customers were instructed to review and update their established procedures for reporting crea results for hemolyzed samples based on the information in the letter. Customers were instructed to update the h index for hemolysis if that feature is being used on their system. (B)(4).